Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During insertion of farawave into sheath, it was noted there to be excessive air bubbles during aspiration. The physician was noted to aspirate and flush during catheter insertion as well. The procedure was completed using the original device. No patient complications were reported. The device is not expected to be returned as it was disposed.